Manufacturer narrative:
Product complaint #: (B)(4). Component code: g07002. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Additional information was requested, the following was obtained: what do you mean by "" it was realized that the needle was in intraperitoneal""? It was confirmed that the needle fell into the abdominal cavity. Did the needle was left in the patients body? Please clarify no, it was removed. However, if the surgeon didn't notice it, the wound might have been closed without removing the needle. If yes, was the needle piece removed from the patient during the same procedure? Na. Were x-rays taken to locate the needle? Na. Was any other tissue damaged as a result of searching the needle? Na. Please explain what was all the issues that occurred in this procedure? There was a possibility that somehow 2 needles attached to 1 suture mistakenly from the first. Device return follow up. We regularly contact with sales rep about the device returning. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a unknown surgery on (B)(6) 2023 and suture was used. During the procedure, the suture became detached from the needle. When suturing the umbilicus, it was realized that the needle was in intraperitoneal because only the complaint suture was used, so there was a possibility that 2 needles attached to the suture from the first. 2 sutures were used. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned samples determined that it was received, one detached needle that pertain to the product code jpvr494. The visual assessment of the needle noted that the swage and attachment area was observed as expected. The barrel hole of the needle was examined under 20x magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. No conclusion could be reached. Additional analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned samples determined that it was received, one needle suture piece that pertain to the product code jpvr494. During the visual inspection of the returned sample, no needle pull was observed. The swage and attachment area were noted to be as expected. The suture was examined and the end of the suture was noted to be cut probably caused by a surgical instrument. As per the condition of the returned sample, the functional test could not be performed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.